Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a 19 mm regent heart valve was implanted in conjunction with a left anterior descending bypass. During the 30-day follow-up echocardiogram, transvalvular aortic regurgitation was noted. On (B)(6) 2016, the valve was explanted and replaced with a 21 mm sorin percerval valve. The patient is reported to be stable.

Manufacturer narrative:
(B)(4). The results of this investigation concluded both leaflets were fully mobile with no resistance occurring during manual manipulation. A chip was observed in the top rim, and multiple chips were observed in the bottom rim. Calcification was observed within the fibrous tissue on the sewing cuff, and no inflammation was found. There was no evidence of material defect that may have caused or contributed to the observed damage. Rather, the observed damage was caused by some external force applied to the valve which overstressed the carbon material. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause of the reported event remains unknown.